Event description:
The customer reported the ventilator 10a circuit breaker tripped and the unit alarmed and transitioned to operate via backup battery. The device was in use on a patient and there was no patient harm. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will alarm and operate via battery power until depleted, or will shut down and alarm if no backup power source is available. Review of the diagnostic log history noted the device had been running on backup battery power which then became depleted as a result of extended use. The manufacturer's service technician replaced the power supply to address the reported problem. Applicable final testing was completed and passed per operating specifications. Per the ventilator's operators manual, when the ventilator is powered by backup battery it will generate a nonresetable, nonsileanceable alarm every 60 seconds. During this state a yellow battery in use led is lit. Operation will continue in this state until the battery capacity is nearly expended. When the battery has only about 5 minutes of operation left, an audible, nonresetable high priority alarm will sound and a red battery low led will flash continuously. When the battery low indicator is flashing red, operation of the ventilator from the battery power should be discontinued.